Event description:
A report was received that the patient had a non-device related spinal injury. During a lead revision procedure the physician explanted patient's entire system due to lack of response on neuromonitoring equipment from patient's left side. The patient is reportedly doing well and has regained movement following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead with preloaded enhanced stylet - 70 cm, model # sc-4316, lot # 14972879, description: clik anchor the explanted devices were not returned to bsn as they were discarded by the medical facility.